Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension and a st segment elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. During the first pfa application on the left superior pulmonary vein (lspv), it was noticed that the patient's blood pressure dropped. The physician performed 3 basket applications and pause to give glyco to the patient. It was noticed at this time, that a st segment elevation occurred. The condition was solved and then the physician moved to the right side veins once the blood pressure was back up. After 8 applications, the physician moved back to the left side and nitroglycerine was given to the patient. The patient was kept for a further cardiac cath procedure. The patient has been discharged from the hospital and is doing well.